Event description:
It was reported via repair work order that the fowler had phantom motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler had phantom motion due to fowler micro switch malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the fowler had phantom motion due to a fowler micro switch malfunction.